Event description:
Second revision surgery - due to a possible infection. The surgeon performed an irrigation and drainage then changed out the socket insert. Reference first revision (B)(4), date of surgery (B)(6) 2013.